Event description:
An attorney reported that approximately four years following an intraocular lens (iol) implant procedure, the complainant claims to have developed blurry vision, pain, discomfort in her left eye, allegedly due to an opacification of an intraocular lens. The lens was exchanged for an unknown model. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the documentation is not available. The lot indicated is not on the buffered tumbling lot list. The product investigation could not identify a root cause for the reported complaint. This lot was not processed with the modified (buffered tumbling) process according to the buffer tumbling work order list. No further information is expected. (B)(4).